Event description:
As reported by the (B)(4) registry during the index procedure a grade b dissection was observed following implantation of a 7x30mm precise pro rx self-expanding stent. An additional 7x30mm precise pro rx stent was placed to stabilize the dissection. Final dissection grade was 0. On the same day, post-index procedure, the patient experienced a neurological event. Onset was sudden with a full recovery. The patient developed multiple episodes of transient right sided weakness and aphasia. CT scan revealed patent stent and no evidence of infarction, hemorrhage, or mass effect. Heparin infusion was initiated, 325mg of aspirin was given, and he was loaded with 300mg of clopidogrel. The patient was transferred to the ICU for close neurovascular monitoring. The patient continued to have slight aphasia and right upper extremity dysmetria. Neurology was consulted. Pain was managed with acetominophen. A carotid ultrasound was obtained post-operatively which revealed no evidence of in-stent stenosis or evidence of hemodynamically significant stenosis within the left carotid. The duration of neurological deficit was >24 hours. Deficits fully resolved with administration of heparin infusion. Heparin was discontinued on day of discharge. Brain rehabilitation was consulted and provided occupational, physical, and speech therapy. A swallow evaluation was performed which demonstrated normal oral motor coordination and strength. He had no overt symptoms of aspiration and was cleared for all food and liquid consistencies. Emergency cea surgery was not required. Nih stroke scale and rankin scale were not performed prior to index procedure. Carotid artery stenting (cas) was performed on a greater than 80% occluded lesion in the left common carotid artery at the carotid bulb, of 20mm in length in a 6.0mm vessel diameter with mild vessel tortuosity. The arch I eccentric lesion was moderately calcified.

Manufacturer narrative:
Addendum (11-nov-2013): additional information was received indicating that the stents thrombosed approximately 21 days post index procedure and the patient experienced a transient ischemic attack (tia) approximately 23 days post index procedure. The onset of the tia was sudden and recovery is unknown. Onset is <24 hours. Symptoms included aphasia. The event was not related to the product or index procedure. A 30 follow-up was conducted and the patient exited the study. Coagulation interval date (B)(6) 2013: pt 10.7, inr 0.9, aptt 42.0, act 290.0. This is one of two products involved with the reported adverse events and are associated manufacturer report number 9616099-2013-00695. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. (B)(4).

Manufacturer narrative:
The area of stenosis was crossed using a 5mm angioguard device which was deployed in the straight portion of the internal carotid artery. Pre-dilatation was performed with a 5mm angioplasty balloon, and then the area of narrowing was stented using a 7x30mm precise pro rx self-expandable stent which was then postdilated to 6mm. One 5mm and one 6mm non-cordis balloon catheters were used. Repeat angiography revealed a grade b dissection just proximal to the stent. This was stented with an additional 7x30mm precise pro rx stent which was not dilated. Repeat final completion angiography revealed widely patent cervical and cerebral carotid arteries without evidence of dissection or embolization. The angioguard was retrieved and had no evidence of debris. There was no documented presence of air bubbles. The patient was neurologically intact upon leaving the angiography suite. On the same day post index procedure, the patient experienced the neurological event. The patient had right hemiparesis, right hemineglect, and aphasia. The patient was discharged home two days later. At the time of dismissal, the patient was ambulating, tolerating a general diet, and voiding spontaneously. On neuro exam, he was alert, oriented to person, place, and time; he did have some mild language and comprehension impairment. His motor and sensory were grossly intact. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00695 & 9616099-2013-00699. Concomitant medications: pre-procedure medications included aggrenox. Post-procedure medications included acetaminophen, plavix, normal saline, and lovenox. Pre- and post-procedure medications include aspirin, atorvastatin, cardizem, clopidogrel, & levothyroxine. Heparin was given during and after the procedure. Concomitant devices: two (2) angioguard rx devices: lot number 70613475 & lot number 70912538; 6f shuttle sheath; jb-1 catheter; 5.0mmx200mmx135cm boston scientific sterling balloon; 6.0mmx200mmx135cm boston scientific sterling balloon.

Manufacturer narrative:
This is one of two products involved with the reported adverse events and are associated manufacturer report numbers 9616099-2013-00695 & 9616099-2013-00699. Addendum (18-nov-2013): additional information was received regarding the in-stent thrombus and tia. Approximately 20 days post-index procedure, the patient was admitted to the stroke service due to the concern that he was having accelerated tias with symptoms of right arm (but sometimes bilateral) arm weakness and some confusion. Upon admission, the patient was found to have mild difficulty with complex commands and mild arm pronator drift. A MRI performed the following day revealed multiple small punctuate ischemic infarcts within the deep white matter, subcortical white matter, and cortex of frontal and parietal lobes bilaterally. A cta of the head and neck showed new thrombus within the stented left common carotid artery, narrowing the vessel lumen by approximately 50%. The patient was started on low intensity heparin nomogram for this finding. The following day, the plavix was discontinued, as it was thought to have failed with the stent finding and the cyp2c19 coming back as heterozygous. Carotid velocities were checked on carotid dopplers, which did not show the same thrombus finding on cta, and revealed non-significant stenosis. The patient was started on coumadin therapy. The patient was discharged three days after admission. Approximately 20 minutes after discharge, the patient was re-admitted due to another tia after discharge. A sudden onset of right hand numbness occurred that lasted for 4-5 minutes. No weakness occurred and the patient had no other symptoms. Repeat cta of head and neck showed no change from previous. The patient was maintained on IV heparin nomogram while waiting for inr to become therapeutic. One day after re-admission, the patient had a couple minute episode of left sided jaw numbness during blood draw of the right arm. After blood draw, the patient had a couple minute episode that felt like a rubber band was around his right hand knuckles. The patient was discharged two days later with no recurrent symptoms of right upper extremity weakness or tingling sensation. The patient had no other complaints or concerns. Thrombus in the carotid artery was stable on repeat imaging. Upper extremity motor exam and sensory exam was grossly equal bilaterally with no deficits noted. Approximately 9 days following discharge, the patient returned for a follow up and a cta was performed. The patient had no recurrent symptoms consistent with tia or stroke. The cta showed remarkable improvement in the thrombus within the stent. The patient remained on coumadin with an inr approaching 2. Dose of coumadin was increased. Concomitant medications: coumadin was given post index procedure. (B)(4). The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt. Relevant tests/laboratory data: ((B)(6) 2013) MRI- revealed multiple punctuate ischemic infarcts within the deep white matter, subcortical white matter, and cortex of frontal and parietal lobes bilaterally. ((B)(6) 2013) cta of the head and neck: in stent thrombus of left common carotid artery stent narrowing the vessel lumen by approximately 50%. ((B)(6) 2013) carotid velocities were checked on carotid dopplers, which did not show the same thrombus finding on cta, and revealed non-significant stenosis. A tee revealed no intracardiac mass or thrombus, no left atrial appendage thrombus, normal left ventricular chamber size, and an estimated left ventricular ejection fraction 65%. A 48 hour holter monitor was placed and showed no atrial fibrillation and no abnormal rhythm or rate during this tia episode. ((B)(6) 2013) cta head & neck- showed no significant change from previous: no hemodynamically significant intracranial arterial narrowing or aneurysms. Stable hypoplastic or absent right a2 segment. Patent anterior communicating artery. Extradural left pica origin. Conventional great arch vessels. Mural thrombus along the anteromedial aspect of the stented left common carotid artery, is unchanged since (B)(6) 2013. This result in approximately less than 50% luminal narrowing. Postoperative and post radiation related changes left neck. Stable irregularity and multiple pseudoaneurysms involving the distal right common carotid artery and proximal right internal carotid artery. Codominant vertebral artery system. Degenerative arthritis of the cervical spine. ((B)(6) 2013): aptt (p): 79 sec, inr: 1.3 ((B)(6) 2013): inr: 1.9 ((B)(6) 2013): cta of neck: significant interval reduction in thrombus or plaque along the anteromedial aspect of the stented left common carotid artery. A 5mm dominant pseudoaneurysm of the proximal right carotid artery with a 50% luminal diameter stenosis occurring just proximal to this pseudoaneurysm, unchanged.

Manufacturer narrative:
This is one of two products involved with the reported adverse events and are associated manufacturer report number 9616099-2013-00695. Complaint conclusion: as reported by the (B)(4) registry during the index procedure a grade b dissection was observed following implantation of a 7x30mm precise pro rx self-expanding stent. An additional 7x30mm precise pro rx stent was placed to stabilize the dissection with a final dissection grade of 0. On the same day, post-index procedure, the patient experienced a neurological event, onset was sudden with a full recovery. The patient developed multiple episodes of transient right sided weakness and aphasia. CT scan revealed patent stent and no evidence of infarction, hemorrhage, or mass effect. The duration of neurological deficit was >24 hours. Deficits fully resolved with administration of heparin infusion. The patient was discharged home two days later. Approximately 20 days post-index procedure, the patient was admitted to the stroke service due to the concern that he was having accelerated tias with symptoms of right arm (but sometimes bilateral) arm weakness and some confusion. Upon admission, the patient was found to have mild difficulty with complex commands and mild arm pronator drift. A MRI performed the following day revealed multiple small punctuate ischemic infarcts within the deep white matter, subcortical white matter, and cortex of frontal and parietal lobes bilaterally. A cta of the head and neck showed new thrombus within the stented left common carotid artery, narrowing the vessel lumen by approximately 50%. However, carotid velocities were checked via a carotid doppler exam which did not show the same thrombus finding on the cta and revealed non-significant stenosis. However, plavix was discontinued and the patient was started on coumadin therapy. The patient was discharged three days after admission. Approximately 20 minutes after discharge, the patient was re-admitted due to another tia after discharge. A sudden onset of right hand numbness occurred that lasted for 4-5 minutes. No weakness occurred and the patient had no other symptoms. Repeat cta of head and neck showed no change from previous exam. The patient was maintained on IV heparin while waiting for inr to become therapeutic. The patient was discharged two days later with no recurrent symptoms of right upper extremity weakness or tingling sensation. The patient had no other complaints or concerns. Approximately 9 days following discharge, the patient returned for a follow up and a cta was performed. The patient had no recurrent symptoms consistent with tia or stroke. The cta showed remarkable improvement in the thrombus within the stent. Patient has a medical history of a left parieto-occipital stroke of undetermined etiology in 2009 without residual deficit, history of squamous cell carcinoma (in the year 2000) status post radical neck dissection and radiation therapy, hyperlipidemia, history of smoking (a 50-pack year history of tobacco), hypertension, hypothyroidism, coronary artery disease, and a high risk criteria post radiation treatment. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15848958 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Neurological changes are a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. They are usually caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported ischemic stroke and tia. A blood vessel that is not blocked, but is extremely narrowed, can result in neurologic changes. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Early medical intervention can halt this process and reduce the risk for irreversible complications. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization, resulting in acute cerebral infarction. Although the incidence of stroke attributable to acute stent thrombosis is unclear, a substantial proportion is assumed to be a direct result of stent thrombosis or an indirect result by distal embolization. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel, pharmaceutical and procedural factors may have contributed to the reported events. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Manufacturer narrative:
This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00695 & 9616099-2013-00699. Additional information received via the sapphire database indicated that the patient had a transient ischemic attack (tia) approximately 20 days post index procedure. Deficits included aphasia. The duration was <24 hours. Recovery was full with no deficit. Onset is unknown. Emergency cea surgery was not required. The event was deemed unrelated to the device and index procedure. Coagulation interval date (B)(6) 2013 18:00: pt 10.5 inr 0.9 aptt 32.0 act 0.0. Adjudication minutes were received and provided additional information and events. Per minutes, the patient had a major ipsilateral cerebrovascular accident (cva), deemed procedure-and device-related, the same day post index procedure. The site had reported "other neurological event." The patient also had an ipsilateral transient ischemic attack, deemed procedure-and-device-related, 18 days post index procedure. In addition, a minor ipsilateral cerebrovascular accident (cva) occurred 20 days post-procedure. This event was deemed procedure related-and device-related. The patient also had an ipsilateral tia, deemed procedure-related and device-related 23 days post-procedure. The neurological event form reported sudden onset of aphasia, right hemineglect, and right hemiparesis or hemiplegia same day post-procedure that lasted greater than 24 hours and fully resolved. The site reported ¿other neurological event.¿ the crf discharge form, however, reported an mae occurred since index procedure. Source documents for index admission were requested, but not provided. Per a neurology consultation note of later date twenty days after stent placement, the post-procedure course was complicated by a probable cerebral infarction after stent placement with symptoms of aphasia and right-sided weakness for which the patient was briefly treated with enoxaparin and heparin. Pre-discharge nih and rankin stroke scale scores were not evaluated. The patient was discharged two days post index procedure on asa and clopidogrel. As per later source documentation note, the patient was discharged ¿without neurological deficits.¿ twenty days post index procedure, the patient was seen by neurologist due to complaints of a series of tias postdischarge. Following neurology consultation, the patient was directly admitted to the hospital due to ¿concern that he was having tias¿ with symptoms of right arm weakness, sometimes bilateral, and some confusion. Per admission report, since discharge the patient ¿had been doing well until last sunday¿ (17 days post index procedure) when he had an episode of neurological deficits when both of his arms and hands became numb and weak and he had a hard time lifting them. This episode lasted about 20-30 minutes. The patient denied dysarthria or confusion at that time. He went to the emergency department and was discharged without any explanation of his symptoms. No images were done at that time and a follow-up with his pcp was recommended. He was seen by his pcp who moved his appointment with a neurologist to a closer date. Approximately 18 days post index procedure, he also had about three episodes of and weakness ¿mostly¿ in the right arm, but he said he also had some symptoms in the left arm as well. These episodes were short and lasted approximately 3-4 minutes each. Twenty days post index procedure, he could not figure out how to use the microwave. This occurred around 10:30. Around 11:00, he could not figure out how to use a check book and how to add and subtract. These episodes were transient as well. He denied any focal weakness or dysarthria with these episodes. On admission, the nih stroke scale score was 2, per neurology report. Left carotid bruit was heard, as per admission note. He was alert and oriented, was found to have mild difficulty with complex commands and mild right arm pronator drift. The cns 2-12 were intact. He had normal strength, except for slight right pronator drift. He was hyper reflexive on the right upper extremity, compared to the left. The toes were downgoing bilaterally. Sensory was normal to light touch. There was mild right upper extremity dysmetria. Dysdiadochokinesia with difficulty mimicking certain hand movements, and unable to perform some fine hands movement. Fairly consistent right-left confusion, difficulty identifying his specific fingers (requested to show his right pinky, and he showed his left index finger). A brain MRI 21 days post procedure revealed multiple small punctate ischemic infarcts within the deep white matter, subcortical white matter, and cortex of frontal and parietal lobes bilaterally. A cta of the head and neck on the same day showed a new thrombus within the stented left common carotid artery, narrowing the vessel lumen by approximately 50%.that night, the patient was started on heparin nomogram for this finding of the thrombus. Clopidogrel was discontinued, as it was thought to have failed. 22 days post-procedure, the carotid velocities checked on the carotid dopplers did not show the same thrombus finding as on cta, revealing a non-significant stenosis. A tee demonstrated no intracardiac mass or thrombus and no left atrial appendage thrombus, showing normal left ventricular chamber size and ef of 65%.a 48-hours holter monitor was placed to assess atrial fibrillation and the results showed no atrial fibrillation and no abnormal rhythm or rate. The discussion with vascular medicine came to the consensus that the patient would benefit from coumadin therapy. He was discharged on 3 days after last admission with enoxaparin injections. However, in 20 minutes after discharge, he developed sudden onset of right hand numbness that lasted 4-5 minutes. He was readmitted and administered IV heparin nomogram while waiting for inr to become therapeutic. The following day, as getting blood drawn, he had ¿a couple-minute episode¿ of left-sided jaw numbness, as per progress note. Then, just after blood was taken from the right arm, he had ¿a couple-minute episode that felt like a rubber band was around the right hand knuckles.¿ physical examination on the second day after re-admission revealed mild right pronator drift, otherwise, there were no other neurological deficits noted. At discharge his inr 2.1 and he was symptom free. Repeat cta at one-month follow-up revealed significant interval reduction in thrombus or plaque along the anteromedial aspect of the stented left common carotid artery. Per a follow-up consultation note, the patient had not had recurrent symptoms consisted with tia or stroke (since the last discharge). On cta, he still had some modest residual thrombus but it was ¿clearly significantly better that the initial cta.¿ the patient continued the coumadin therapy. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00695 & 9616099-2013-00699. Complaint conclusion: as reported by the sapphire registry during the index procedure a grade b dissection was observed following implantation of a 7x30mm precise pro rx self-expanding stent. An additional 7x30mm precise pro rx stent was placed to stabilize the dissection. Final dissection grade was 0. On the same day, post-index procedure, the patient experienced a cerebrovascular accident (cva). The neurological event form reported sudden onset of aphasia, right hemineglect, and right hemiparesis or hemiplegia same day post-procedure that lasted greater than 24 hours and fully resolved. The site reported ¿other neurological event.¿ CT scan revealed patent stent and no evidence of infarction, hemorrhage, or mass effect. Heparin infusion was initiated, 325mg of aspirin was given, and he was loaded with 300mg of clopidogrel. The patient was transferred to the ICU for close neurovascular monitoring. The patient continued to have slight aphasia and right upper extremity dysmetria. Neurology was consulted. Pain was managed with acetominophen. A carotid ultrasound was obtained post-operatively which revealed no evidence of in-stent stenosis or evidence of hemodynamically significant stenosis within the left carotid. Deficits fully resolved with administration of heparin infusion. Heparin was discontinued on day of discharge. Brain rehabilitation was consulted and provided occupational, physical, and speech therapy. A swallow evaluation was performed which demonstrated normal oral motor coordination and strength. He had no overt symptoms of aspiration and was cleared for all food and liquid consistencies. Emergency cea surgery was not required. Nih stroke scale and rankin scale were not performed prior to index procedure. Carotid artery stenting (cas) was performed on a greater than 80% occluded lesion in the left common carotid artery at the carotid bulb, of 20mm in length in a 6.0mm vessel diameter with mild vessel tortuosity. The arch I eccentric lesion was moderately calcified. The area of stenosis was crossed using a 5mm angioguard device which was deployed in the straight portion of the internal carotid artery. Pre-dilatation was performed with a 5mm angioplasty balloon, and then the area of narrowing was stented using a 7x30mm precise pro rx self-expandable stent which was then post dilated to 6mm. One 5mm and one 6mm non-cordis balloon catheters were used. Repeat angiography revealed a grade b dissection just proximal to the stent. This was stented with an additional 7x30mm precise pro rx stent which was not dilated. Repeat final completion angiography revealed widely patent cervical and cerebral carotid arteries without evidence of dissection or embolization. The angioguard was retrieved and had no evidence of debris. There was no documented presence of air bubbles. The patient was neurologically intact upon leaving the angiography suite. On the same day post index procedure, the patient experienced the neurological event. The patient had right hemiparesis, right hemineglect, and aphasia. The patient was discharged home two days later. At the time of dismissal, the patient was ambulating, tolerating a general diet, and voiding spontaneously. On neuro exam, he was alert, oriented to person, place, and time; he did have some mild language and comprehension impairment. His motor and sensory were grossly intact. Twenty days post index procedure, the patient was seen by neurologist due to complaints of a series of tias postdischarge. Following neurology consultation, the patient was directly admitted to the hospital due to ¿concern that he was having tias¿ with symptoms of right arm weakness, sometimes bilateral, and some confusion. Per admission report, since discharge the patient ¿had been doing well until last sunday¿ (17 days post index procedure) when he had an episode of neurological deficits when both of his arms and hands became numb and weak and he had a hard time lifting them. This episode lasted about 20-30 minutes. The patient denied dysarthria or confusion at that time. He went to the emergency department and was discharged without any explanation of his symptoms. No images were done at that time and a follow-up with his pcp was recommended. He was seen by his pcp who moved his appointment with a neurologist to a closer date. Approximately 18 days post index procedure, he also had about three episodes of and weakness ¿mostly¿ in the right arm, but he said he also had some symptoms in the left arm as well. These episodes were short and lasted approximately 3-4 minutes each. Twenty days post index procedure, he could not figure out how to use the microwave. This occurred around 10:30. Around 11:00, he could not figure out how to use a check book and how to add and subtract. These episodes were transient as well. He denied any focal weakness or dysarthria with these episodes. On admission, the nih stroke scale score was 2, per neurology report. Left carotid bruit was heard, as per admission note. He was alert and oriented, was found to have mild difficulty with complex commands and mild right arm pronator drift. The cns 2-12 were intact. He had normal strength, except for slight right pronator drift. He was hyper reflexive on the right upper extremity, compared to the left. The toes were downgoing bilaterally. Sensory was normal to light touch. There was mild right upper extremity dysmetria. Dysdiadochokinesia with difficulty mimicking certain hand movements, and unable to perform some fine hands movement. Fairly consistent right-left confusion, difficulty identifying his specific fingers (requested to show his right pinky, and he showed his left index finger). A brain MRI 21 days post procedure revealed multiple small punctate ischemic infarcts within the deep white matter, subcortical white matter, and cortex of frontal and parietal lobes bilaterally. A cta of the head and neck on the same day showed a new thrombus within the stented left common carotid artery, narrowing the vessel lumen by approximately 50%. That night, the patient was started on heparin nomogram for this finding of the thrombus. Clopidogrel was discontinued, as it was thought to have failed. 22 days post-procedure, the carotid velocities checked on the carotid dopplers did not show the same thrombus finding as on cta, revealing a non-significant stenosis. A tee demonstrated no intracardiac mass or thrombus and no left atrial appendage thrombus, showing normal left ventricular chamber size and ef of 65%. A 48-hours holter monitor was placed to assess atrial fibrillation and the results showed no atrial fibrillation and no abnormal rhythm or rate. The discussion with vascular medicine came to the consensus that the patient would benefit from coumadin therapy. He was discharged on 3 days after last admission with enoxaparin injections. However, in 20 minutes after discharge, he developed sudden onset of right hand numbness that lasted 4-5 minutes. He was readmitted and administered IV heparin nomogram while waiting for inr to become therapeutic. The following day, as getting blood drawn, he had ¿a couple-minute episode¿ of left-sided jaw numbness, as per progress note. Then, just after blood was taken from the right arm, he had ¿a couple-minute episode that felt like a rubber band was around the right hand knuckles.¿ physical examination on the second day after re-admission revealed mild right pronator drift, otherwise, there were no other neurological deficits noted. At discharge his inr 2.1 and he was symptom free. Repeat cta at one-month follow-up revealed significant interval reduction in thrombus or plaque along the anteromedial aspect of the stented left common carotid artery. Per a follow-up consultation note, the patient had not had recurrent symptoms consisted with tia or stroke (since the last discharge). On cta, he still had some modest residual thrombus but it was ¿clearly significantly better that the initial cta.¿ the patient continued the coumadin therapy. The (B)(6) male patient has a medical history of a left parieto-occipital stroke of undetermined etiology in 2009 without residual deficit, history of squamous cell carcinoma (in the year 2000) status post radical neck dissection and radiation therapy, hyperlipidemia, history of smoking (a 50-pack year history of tobacco), hypertension, hypothyroidism (on thyroid replacement for several years), coronary artery disease, and a high risk criteria post radiation treatment. The complaint product was not returned for analysis as it remains implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition (mayoclinic.org), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. A cerebrovascular accident (cva) is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization, resulting in acute cerebral infarction. Although the incidence of stroke attributable to acute stent thrombosis is unclear, a substantial proportion is assumed to be a direct result of stent thrombosis or an indirect result by distal embolization. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel, pharmaceutical and procedural factors may have contributed to the reported events. No corrective or preventive action will be taken, given that; with the information provided the reported events do not appear to be related to the manufacturing process.